Manufacturer narrative:
(B)(4).

Event description:
A report was received stating prior to use, the tracheostomy tube's cuff did not inflate. There was no pt involvement.

Manufacturer narrative:
The covidien failure investigation engineer (fie) evaluated the returned taperguard tracheal tube. Visual inspection was performed, and a cut measuring 0.100 inches was observed on the cuff. The cuff presented a cut, it measured 0.100 inches. Functionality tests were performed by inflation/deflation test using a syringe 25 cc of air applied to the cuff, and it was observed the cuff immediately deflated. All manufacturing controls were found acceptable, and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a two hours resting time, and a deflation test is performed. The operator inspects for no leaks, and segregates the defective parts. The reported failure mode was confirmed for the received sample. (B)(4).